Event description:
Prior to use with pt, the unit was charged to 3 joules. The unit failed to work. A new unit was brought into the or. Prior to insertion of an internal cardiac defibrillator in the pt, it is necessary to test the unit externally to insure functionality. The unit is tested with an external defibrillator charged to 3 joules. Multiple attempts failed to discharge the external defibrillator. Numerous people tried to systematically eliminate potential cause of failure. This choice was made so that the sterile field could be maintained. Ultimately the entire unit was changed out. This process took approx 1 hour.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: distributor. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed. Results of evaluation: component failure, cable. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.